Manufacturer narrative:
Block b3: exact date unknown, event occurred five months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer charging and would not connect to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.